Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was located in the left main. The lesion was treated using three passes with the oad on low speed and three passes on high speed. During the final pass at high speed, imaging was performed and a perforation was noted in the lad. The oad was removed, balloon angioplasty was performed and a stent was placed to resolve the perforation. The perforation appeared to be resolved and the patient stabilized. Balloon angioplasty was performed again in the left main, and the perforation reopened. A stent was placed which may have resulted in decreased blood flow to the lad and ramus. The patient entered ventricular tachycardia and defibrillation and chest compressions were performed, however it was reported that the patient expired.